Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the drive manifold test failed on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The fse replaced the drive manifold which corrected the issue. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusion), h10 additional information: e1(event site telephone:(B)(6).

Event description:
N/a